Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. However, the pump was received stuck in a motor error loop during the bolus/basal delivery. Unable to verify other error alarms in the alarm history screen due to an overwritten history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test or occlusion test due to the motor error alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during rewind. Customer's blood glucose was 369 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. She had removed the batter due to the device alarming continuously. Customer doesn't use the sensor feature. She was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.